Manufacturer narrative:
One used device with its original opened packaging was received for investigation. The reported issue was confirmed during visual inspection, which verified that a component was missing from the device packaging. However, a review of manufacturing device history records found no discrepancies or anomalies that could have resulted in this issue. As the packaging had been previously opened, the investigation could not determine if the component was missing prior to opening the packaging. Based on the available information, the reported issue was confirmed, but no root cause was attributed. No actions have been taken at this time.

Event description:
It was reported that during the pre-use check, the customer noticed no y-connector was came with the product set. No adverse patient effects were reported by the customer. It was reported that no further information is available.